Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex esophageal partially covered stent was to be used to treat a malignant stricture in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous. According to the complainant, after opening the device packaging and upon inspection outside the patient, it was noticed that the plastic white piece at the very front of the stent was detached. The device was not used and the procedure was completed with another wallflex esophageal stent of a different size. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.